Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging iq is suffering from the defected device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging iq is suffering from defective related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In this report, section d8, d9, h2, h3 and h6 has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging iq is suffering from the defected device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.